Event description:
It was reported that a user and trainer experienced a dexcom g7 sensor pairing failure to the ilet after approximately 30 minutes, with a pairing failed alert observed; the trainer toggled cgm settings from g6 back to g7, and the user was advised to power off the standalone dexcom receiver before attempting to re-pair. Symptoms included no physiological effects. Outcomes included temporary interruption of cgm data to the ilet. Investigation included remote troubleshooting and user education with guidance to eliminate conflicting connections and reattempt pairing. Investigation of this case revealed that concurrent use of a dexcom receiver was likely interfering with the ilet¿s ability to establish a stable bluetooth connection with the dexcom g7, consistent with previously observed pairing conflicts. It was concluded, based on previously established findings for similar reports, that the cause was user setup contributing to communication interference.